Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corporation that prior to initiation of cardiopulmonary bypass, during prime, the sampling port of the arterial outlet leaked prime fluid. No patient involvement as this occured during prime. The product was changed out. The surgery was completed successfully.